Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 99% stenotic de novo lesion was located in the calcified and severely tortuous distal left anterior descending artery. The physician advanced the 1.5x15mm apex push balloon catheter to the lesion and on the first inflation, inflated the balloon to 6 atms for thirty seconds. During the second inflation, the balloon was inflated to 6 atms and then it was noticed that the pressure gauge of the inflation device was going down. The balloon was removed intact and the physician confirmed that the balloon had ruptured. There were no patient complications. The procedure was successfully completed with a 1.5x10mm non-bsc balloon catheter, and the deployment of a 2.25x13mm non-bsc stent. Patient status is reported as "good". This device is only ous approved, but is similar to marketed us device.

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. A review of the mfg record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.